Manufacturer narrative:
(B)(4). Fisher & paykel healthcare evaluated the published case report and contacted the corresponding author for further information and for the device return. The event occurred before (B)(6) 2015 (date when the article was first received at the medical journal), but was only published online ahead of print 18 october 2016. The fph cannula, which was used in the event, was not returned to fisher & paykel healthcare in (B)(4), as the customer had already discarded the device. Therefore, our investigation is based on our knowledge of the product and the information included in the case report and provided by the customer/corresponding author. The case report states that the patient was born prematurely ((B)(4) gestation; this is 11 - 15 weeks earlier than full term) and had initially received CPAP, surfactant, invasive mechanical ventilation, and nasal ventilation before receiving nasal high flow therapy with a fph cannula at a low flow of 4l/min. The infant was weaned onto incubator oxygen but nasal high flow therapy was restarted at day 12 due to deteriorating clinical status. A head ultrasound on day 12 identified an abnormality and an increase in head circumference was noted. Previous ultrasound analyses had been normal to this point. On day 15, the infant was transferred to a tertiary care centre where further deterioration was observed by ultrasound. X-rays and CT scan then revealed tension pneumocephalus and identified an abnormality running between the nasopharynx and the base of the skull. A bone defect could not be clearly demonstrated due to the resolution of the images. The diagnosis was tension pneumocephalus allegedly induced by nasal high flow therapy. The infant suffered severe brain damage and therapeutic efforts were limited. The infant deceased. Autopsy was not performed a the request of the family. A lot check of the complaint circuits was not performed as a lot information was not provided. Conclusion: following receipt and evaluation of the case report, fph contacted the author to receive further information. The author noted that the side effect (tension pneumocephalus) was related to the use of nasal high flow therapy in a premature patient with a very low birth weight (710 g) and was not related to a problem with the cannula. Pneumocephalus is the presence of air in the intracranial cavity. The most common cause of pneumocephalus is neuro-trauma. Other causes of pneumocephalus include tumors, infections, fistulous tract formation, and a complication from surgery. The authors also noted in the publication that based on the data available and the patient's history, the authors believe that the patient developed pneumocephalus through an open communication with the skull base in relation to positive pressure ventilation in an inherently more fragile area. The brain damage was believed to be secondary to the compressive effect exerted by the air pressure on the brain parenchyma. The author noted in the response e-mail to fph that the event was not related to a problem with the fph cannula. The authors note that only one previous case of pneumocephalus (associated with subcutaneous scalp emphysema) has been reported in association with the use of nasal cannula in neonates. The published case report by iglesias-deus et al. Is the first of neonatal tension pneumocephalus induced by nasal high flow therapy. The authors underline the importance of patient monitoring, the careful use of positive pressure ventilation systems, especially in premature neonates, the correct use of nasal high flow cannulae. The optiflow junior cannula comes in four sizes, to cater for premature infants through to pediatrics up to 22kg in weight. The opt312 is the smallest size cannula and is designed for infants weighing less than 2kg, thus the hospital was likely using the correct size. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: select appropriate size. Patient weight is to be used as a guide only. Prongs should not fill the nares and a clear gap should be visible around each prong. Ensure that the tubing is not applying excessive pressure to the ears and face. Appropriate monitoring must be used at all times. Reference case report: iglesias-deus a, perez-munuzuri a, lopez-suarez o, et al. Arch dis child fetal neonatal ed 2017; 102: f173-f-175.

Event description:
Fisher & paykel healthcare evaluated a published case report from a hospital in spain, published in the medical literature. The case report (iglesias-deus et al., 2017) describes the following event: a patient was born prematurely ((B)(6) gestation) and had initially received CPAP, surfactant, invasive mechanical ventilation, and nasal ventilation before receiving nasal high flow therapy with a fph cannula at a flow of 4l/min. The infant was weaned onto incubator oxygen but nasal high flow therapy was restarted at day 12 due to deteriorating clinical status. A head ultrasound on day 12 identified an abnormality and an increase in head circumference was noted. Previous ultrasound analyses had been normal to this point. On day 15, the infant was transferred to a tertiary care centre where further deterioration was observed by ultrasound. X-rays and CT scan then revealed tension pneumocephalus and identified an abnormality running between the nasopharynx and the base of the skull. A bone defect could not be clearly demonstrated due to the resolution of the images. The diagnosis was tension pneumocephalus allegedly induced by nasal high flow therapy. The infant suffered severe brain damage and therapeutic efforts were limited. The infant deceased. Autopsy was not performed a the request of the family.